Event description:
The customer stated that two different samples from one (same) patient (diagnosed with hormone disorder) generated discrepant results for the architect b-hcg assay. The first sample generated a highly positive result of 3007.07 miu/ml. A second sample from the same patient generated a result of less than 1.20 miu/ml on a later date ((B)(6) 2010). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This MDR is being filed for an international product (architect b-hcg, 7k78-20) that has a similar product distributed in the us (6c21). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. No returned materials were available for the evaluation and a retained reagent kit of the architect total b-hcg, lot 89908jn00 was evaluated. The manufacturing data were reviewed including the in process and final release test data with no issues identified to impact the performance of this reagent lot. Further more, this reagent lot was used as a reference material to test the architect total b-hcg products during manufacturing. A review of the control data generated demonstrated that this reagent lot successfully generated valid calibration curves and control results were all within the package insert ranges. A review for the stability data over three-time points (one month, two months and three months) was also performed and determined all controls and assay parameters were within specifications for each of the time points. Testing was performed to assess the accuracy of this reagent lot recovery across the measuring range of the assay which met all specifications. Based on the evaluation results, no malfunction or product deficiency were identified related to this issue and this reagent lot is meeting its performance, safety and efficacy claims.